Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 4th january, 2024 getinge became aware of an issue with one of surgical lights - configuration of powerled ii 700 and 500. As it was found, the water was leaking from the air conditioner pipe into the operating light. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock in case of reoccurrence.

Manufacturer narrative:
The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ardpwt609033a. Corrected d4 catalog # blank. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 4th january, 2024 getinge became aware of an issue with one of surgical lights - configuration of powerled ii 700 and 500. As it was found, the water was leaking from the air conditioner pipe into the operating light. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock in case of reoccurrence. Corrected b5 describe event and problem: on 4th january, 2024 getinge became aware of an issue with one of surgical lights - configuration of powerled ii 700 and 500. As it was found, the water was leaking from the air conditioner pipe into the operating light. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock in case of reoccurrence. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - configuration of powerled ii 700 and 500. As it was found, the water was leaking from the air conditioner pipe into the operating light. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. According to the information provided the presence of water in the device is the result of a water leakage from the facility, it is a phenomenon external to the device. This problem is not related to the device, the or surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 4th january, 2024 getinge became aware of an issue with one of surgical lights - configuration of powerled ii 700 and 500. As it was found, the water was leaking from the air conditioner pipe into the operating light. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock in case of reoccurrence.